Event description:
Home monitoring reported episodes showing rv lead noise. Trend values are stable. Advised to evaluate lead further. Lead currently remains implanted.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The pace sense portion of lead was capped on (B)(6) 2023 the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.